Manufacturer narrative:
The outflow graft being previously stented referenced in this section was reported under medwatch MFR. Report # 2916596-2016-00838. The lot number of the outflow graft was not provided. The approximate age of device is unknown. The outflow graft was not returned for evaluation as it was disposed of. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for an onset of heart failure symptoms. The CT scan showed an area of the outflow graft that was kinked. The outflow graft had been previously stented. The outflow graft was replaced and an aortic valve replacement was performed to address moderate aortic insufficiency. The pump was turned back on and the speed was increased towards the original set speed with improvement in flow. No additional information was reported.

Manufacturer narrative:
The replaced sealed outflow graft was reported to have been discarded and was not available for evaluation. The cause of the reported sealed outflow graft kink could not be determined. The center reported that the patient was admitted due to the onset of heart failure symptoms. A CT was performed and showed there was an area of the sealed outflow graft that was kinked. The patient was taken to the or where the sealed outflow graft was replaced and an aortic valve replacement was also performed to address the patient's moderate aortic insufficiency. Pump support was resumed and flows were noted to be improved. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.